Manufacturer narrative:
As reported, during surgery, the 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system was not delivered to the lesion location, resulting in the angioguard embolic protection system not being released properly. The tip of the angioguard was out of shape, preventing it from being delivered in place. This issue was not met while pulling the filter basket through the filter basket introducer and into the delivery sheath, nor while trying to insert the delivery system through the peel-away introducer. Another angioguard rx was used to complete the carotid stenosis stenting. There was no reported patient injury. The device was handled, stored, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Upon opening the package, the deployment sheath tip was not fully seated in the filter basket introducer, and it was not manually inserted into the filter basket introducer. No difficulty was met flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire, and the capture sheath coil dispenser was flushed according to the IFU. The anti-migration clip closest to the filter introducer was not left in place until after the filter basket was docked into the deployment sheath. No difficulty was met while docking the filter basket into the deployment sheath. The target lesion was carotid stenosis, with moderate calcification and moderate vessel tortuosity, located at the carotid bifurcation, and the target lesion vessel diameter was 5 mm. The angioguard was not sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. Difficulty was met while advancing/tracking the device towards the lesion, but no unusual force was used at any time during the procedure. An 8f non-cordis catheter was used. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received in a transparent plastic bag containing the capture sheath, filter introducer, and ecgw system inserted into the filter introducer. The remaining components were not returned. Visual inspection revealed that the ecgw system was kinked at the distal tip area, and the filter basket struts and membrane were also kinked. Microscopic inspection confirmed the presence of kinks on the distal tip, membrane, and struts of the filter basket. Functional analysis was conducted using laboratory samples including a coil dispenser, delivery sheath, and torquing device. The ecgw system was successfully withdrawn and reinserted through the system as intended. Deployment and capture steps were completed without resistance, friction, or impediments. The filter basket was deployed and captured as expected. No functional issues were seen that would indicate a product defect. Evaluation findings were within specification, and no testing was omitted. The reported malfunction ¿delivery system ¿ tracking difficulty¿ was not seen due to inability to replicate under lab conditions. The reported malfunction ¿distal tip (ecgw) ¿ out of shape¿ was not confirmed; however, a kink was seen to the distal tip of the guidewire. The reported malfunction ¿delivery system ¿ deployment difficulty¿ was not seen during evaluation. The malfunction "filter basket ¿ kinked/bent" was discovered during the product evaluation. The exact cause of the reported event cannot be found through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire that meets resistance". Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during surgery, the 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system was not delivered to the lesion location, resulting in the angioguard embolic protection system not being released properly. The tip of the angioguard was out of shape, preventing it from being delivered in place. This issue was not encountered while pulling the filter basket through the filter basket introducer and into the delivery sheath, nor while attempting to insert the delivery system through the peel-away introducer. Another angioguard rx was used to complete the carotid stenosis stenting. There was no reported patient injury. The device was handled, stored, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Upon opening the package, the deployment sheath tip was not fully seated in the filter basket introducer, and it was not manually inserted into the filter basket introducer. No difficulty was encountered flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire, and the capture sheath coil dispenser was flushed according to the IFU. The anti-migration clip closest to the filter introducer was not left in place until after the filter basket was docked into the deployment sheath. No difficulty was encountered while docking the filter basket into the deployment sheath. The target lesion was carotid stenosis, with moderate calcification and moderate vessel tortuosity, located at the carotid bifurcation, and the target lesion vessel diameter was 5 mm. The angioguard was not sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. Difficulty was encountered while advancing/tracking the device towards the lesion, but no unusual force was used at any time during the procedure. An 8f non-cordis catheter was used. The device was returned for evaluation. Addendum: per pe findings, the filter basket struts, and membrane are kinked.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.